Event description:
The pt was hospitalized and had been experiencing shocking from her device since a fall she had (B)(6) ago. Her leads wer checked and 3 and c were showing "??". An a/p x-ray was going to be done. Her medications have not changed. Add'l info has been requested.

Manufacturer narrative:
(B)(4).